Event description:
Pt enrolled into the trial. Pre-discharge, a minor ipsilateral ischemic stroke was reported. Permanent embolic ischemic event of the left eye; the pt recovered without sequelae. Please reference MDR 2183870-2009-00192 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the MFR of the change in re-classification.